Manufacturer narrative:
Device was serviced at the customer site by a field service engineer. The reported event could not be replicated. The device passed all applicable testing. Perfusion data was provided for review. Assessment of the data indicates that arterial pressures were in range and the hepatic artery pinch valves were noted to be in higher-than-normal positions. This likely can be attributed to high arterial resistance, not a device failure.

Event description:
It was reported that during perfusion, negative or no arterial flow was noted. The liver was transplanted successfully following perfusion.